Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all channels. The noise was oversensed and resulted in asystole greater than five seconds. The noise was suspected to be due to the electrocautery in the procedure. At this time, the system remains in service. No adverse patient effects were reported.